Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, Drawer 6 was failing to close and, during recovery attempts, would not open. The customer indicated that both a soft reboot and a hard reboot of the Pyxis device were performed; however, the drawer could not be recovered. As a result of the reported drawer malfunction, a nurse was unable to access an unspecified antibiotic prescribed to be administered three times daily, and administration of the medication was reportedly delayed by approximately 8 hours. The customer stated that the patient subsequently developed a fever and that the patient's medical regimen was adjusted with additional medications. The customer further reported that medications were later supplied directly from the main pharmacy. Despite multiple follow-up attempts, no additional clinical information was provided regarding the patient's underlying condition, medical interventions, clinical outcome, alternative medication access attempts, or physician assessment of causality, and no further response was received from the customer.

Manufacturer narrative:
A review of the complaint history for SN (b)(6)was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6)was performed from the date of manufacture, 01-MAY-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to close. The field service engineer (FSE) determined that drawer 6 on the main station was a legacy full height drawer that required maintenance. Since the necessary replacement parts for legacy full height drawers were not available, the FSE ordered a new full height enhanced drawer to be delivered to the site. However, a drawer from an older Pyxis machine was installed to keep the station operational for nursing staff. The customer tested the drawer and confirmed that it was functioning properly. The system functioned as intended after the field service engineer repaired the device.